Manufacturer narrative:
G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Manufacturer narrative:
H3:81 other: the suspect device will not be returning for investigation. Customer requested for new solenoid manifold replacement. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the assy, ltv 2200, w-accy, japanese tidal volume displayed too low. Furthermore, there was no patient harm associated with the event.